Event description:
Baxter received a complaint from a user facility involving the micromix compounder. According to the facility, the compounder was generating smoke from underneath the front right side of the device during compounding. There was no pt impact. No further info was available.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the device be received, a follow-up report will be filed upon completion of the evaluation or if additional info becomes available. (B) (4)